Event description:
It was reported to philips that the flexspot display did not show any application information. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use ate the time of event occurrence. A vascular non-emergency treatment was completed with a delay less than 20 minutes. The procedure was completed by using another system. Upon onsite visit, a field service engineer(fse) confirmed that the flexspot pc experienced a malfunction where only the desktop background and cursor were visible, while no application screens rendered. Attempts to resolve the issue through a software reload were unsuccessful, as the logs indicated process crashes. Thus, the fse proceeded to replace flexpot pc and loaded software. The defective flexspot was returned to philips for further analysis. The analysis identified configuration issue with frame grabber card. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.